Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt. Concomitant devices: inflation device: everest, gw: sion blue, bc: powered lacrosse, sheath: terumo's.

Manufacturer narrative:
The balloon of the cypher stent delivery system (sds) ruptured during inflation below nominal pressure. Another balloon was used to post-dilate the stent successfully. The target lesion was the mid right coronary artery (rca). The lesion was a restenosis lesion due to poba and moderately tortuous. The safety and effectiveness of cypher has not been established in patients with tortuous vessels that may impair stent placement in the region of obstruction or proximal to the lesion. It is unknown if the vessel was calcified. Pre-procedure stenosis was 75%. Pre-dilation was not conducted and cypher select plus (3.5/28mm: complaint product) was directly delivered to the target lesion without friction. The (B)(4) IFU warns that prior to stent placements, make certain to carry out pre-dilatation of the lesion. When the balloon was inflated up to 8atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under fluoroscopy. Therefore, the physician immediately applied additional pressure, but the stent could not be fully dilated. Then, the sds of the cypher select plus was retrieved from the patient and post-dilation was conducted with a bc (powered lacrosse) to further dilate the cypher select plus stent. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The physician did not indicate any difficulty tracking the sds to the lesion nor crossing the lesion. One non-sterile cypher select + (B)(4) 3.50 x 28mm was received coiled inside 2 plastic bags. The unit was received wavy; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was not received. The balloon was already inflated. The balloon was found cut from side to side. Functional test was not performed due to the balloon condition. Sem results showed that the balloon external surface exhibited evidence of abrasions near the tear-edge. The balloon internal surface exhibited no evidence of damage. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "balloon burst" was confirmed. The exact cause of the reported failure could not be determined. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics (tortuosity) and/or procedural factors (no pre-dilation conducted) may have contributed to this event. Neither the DHR review nor the analysis suggests that reporter issues are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken.

Event description:
The balloon of the cypher stent delivery system (sds) ruptured during inflation and the stent could not be fully expanded. The patient's age was unknown, but was a male. The target lesion was the mid right coronary artery (rca) (B)(4). The lesion was a restenosis lesion due to poba and moderately tortuous. It is unknown if the vessel was calcified. Pre-procedure stenosis was 75%. Pre-dilation was not conducted and cypher select plus (3.5/28mm: complaint product) was directly delivered to the target lesion without friction. When the balloon was inflated up to 8atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under fluoroscopy. Therefore, the physician immediately applied additional pressure, but the stent could not be fully dilated. Then, the sds of the cypher select plus was retrieved from the patient and post-dilation was conducted with a bc (powered lacrosse) to further dilate the cypher select plus stent. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use.